Event description:
It was reported that the patient had returned home after recently being on holiday in (B) (6), he noticed unusual sounds through his speech processor, reported as 'like a 2 stroke motor, or tuk tuk'. After this stopped, no further sound was heard, event after an exchange of external equipment. No illness, head trauma or falls are reported. Testing carried out confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.